Manufacturer narrative:
Supplement #x medwatch submitted to the FDA on 12/may/2022. Additional information: a device history record (DHR) review was performed for reporting purposes. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number, af04490. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 18/april/2022. A deflated balloon with blue coloration was returned. The fill tube was not returned; therefore, a sample fill tube was used for device testing. During the air leak test, the shell slowly deflated due to small slits on the shell. Under microscopic analysis, the openings on the shell were noted to have striated edges, consistent with damage from a surgical tool. A syringe was used to push liquid through the slit valve and there were no blockages, and the flow of liquid was continuous and unobstructed. The complaint could not be verified as it is uncertain how the inflation occurred.

Manufacturer narrative:
A review of the device labeling notes the following: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were no other complaints in the apollo database against this lot number, af04490. Additional information: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "pain ", "intolerance", "inflation", "bloating" and "early removal" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic." This type of complaint will continue to be monitored as appropriate.

Event description:
Patient was abdominal pain and intolerance of the balloon. The balloon was removed for patients safety.